Manufacturer narrative:
The referenced device was not returned to olympus medical systems corp (omsc) for evaluation, therefore omsc could not evaluate the referenced device. The facility continues to use the device. Also omsc was not informed that the subject device had any failure. According to the literature, it is known that gas bubbles may occur during the procedure of turis and a small explosion may occur infrequently because of chemical reaction of the gas bubbles. The reported phenomenon is thought of as common complication of turis. The ues-40s instruction manual states the notice for the handling of the device. Also, omsc checked the manufacture history of the subject device, there was no irregularity found. There were no further details provided. If significant additional information is received, this report will be supplemented. This report is being submitted as a medical device report in an abundance of caution.

Event description:
Olympus was informed that during the turis-bt procedure to resect the ecchymoma in the patient's bladder, the physician had heard the popping sound and noticed the bleeding from the patient's bladder. The physician had been performing the procedure with the use of wrong electrode (not for turis). However, when the physician had tried to stop the bleeding., he had found that the electrode had been wrong. He had changed it to correct one. The physician had stopped the bleeding and continued the procedure. The procedure was completed.